Manufacturer narrative:
MDR 2517506-2019-00399 was filed on 16-oct-2019. Additional information (20-nov-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated cancer antigen 19-9 (ca 19-9) results. Hsc received an update from the customer that heterophilic blocking tubes (hbt) were used to show that the discordant results with this patient were due to heterophilic antibodies. Per the dimension vista instructions for use (IFU) for ca 19-9: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." No patient sample was provided to siemens for internal testing. This patient specific event is not a potential product issue. The customer continues to use the analyzer to report results. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Mdrs 2517506-2019-00400_s1, 2517506-2019-00401_s1, 2517506-2019-00402_s1 and 2517506-2019-00404_s1 were filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2019-00400, 2517506-2019-00401 2517506-2019-00402 and 2517506-2019-00404 were filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely elevated cancer antigen 19-9 (ca 19-9) patient results were obtained on a dimension vista 500 instrument. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cancer antigen 19-9 (ca 19-9) results were obtained on a patient serum/plasma sample on a dimension vista 500 instrument. The results were reported to the physician(s) who questioned the results. The same sample was reprocessed on an alternate vista instrument and a discordant elevated result was obtained. Due to elevated ca 19-9 result, a cat scan (CT) with contrast was performed on the patient. A new sample was drawn from the same patient and was sent to an alternate facility and was processed on three alternate non-siemens instruments. Lower results were obtained which were considered correct. There were no adverse health consequences due to the discordant falsely elevated ca 19-9 results or due to the cat scan performed on the patient.